Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a critical error alarm. The customer¿s blood glucose level at the time of the incident was 130 mg/dl. The customer reported that they had worn the insulin pump in the pool. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.